Manufacturer narrative:
Initial and final MDR 1894125 - MDR 8021545-2024-01373 - device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that patient faced three infusion set cannula fell off events while sleeping. No further information available.